Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to proximal right coronary artery that was 70% stenosed to totally occluded for over 3 months. Balloon dilatation was performed reducing the stenosis to 50% and the 3.5 x 48mm xience xpedition stent delivery system was advanced, but failed to cross the lesion, so the lesion was further dilated to 30% stenosis. The 3.5 x 48mm xience xpedition stent delivery system was advanced again, but failed to cross the lesion. Resistance was noted during removal of the system and once removed, it was noted that the struts were flared. There was no reported adverse patient effect or a clinically significant delay in the procedure. A new, same size stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss) instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the totally occluded, 70% stenosed lesion during advancement causing the reported failure to advance and material deformation. Further interaction with the challenging anatomy during retraction, as resistance was noted, likely contributed to the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.